Event description:
It was reported that the insulin pump was not delivering and customer's blood glucose was 317 mg/dl. Troubleshooting was performed. Insulin exited the tubing during a manual prime and no air bubbles or leaks were found. Rates and settings appeared to be accurate. Customer stated he wanted to contact his doctor and disconnected the call abruptly. Customer's blood glucose went down to 264 mg/dl 18 minutes in to the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.